Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced asystole. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. A non-boston scientific cs catheter was placed in the coronary sinus (cs), a non-boston scientific intracardiac echocardiography (ice) catheter was placed in the right atrium (ra), and the then the faradrive was placed in the superior vena cava (svc) to prepare for the transseptal puncture (tsp). The patient went asystolic for one minute. The ventricle was paced with the cs catheter and the patient's heart rhythm returned. The physician determined it was unsafe to continue the procedure, so it was cancelled. The patient was admitted to the hospital but fully recovered from the asystole, and the patient was doing well at a clinic follow-up with the physician fifteen days after the procedure.